Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified left common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred, the plunger was removed and there was no suture present. A non-abbott device was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated that both cuffs successfully captured the needles during needle deployment. However, during the needle plunger retraction, a posterior cuff-to-needle tip detachment occurred as evidenced by damaged posterior cuff tabs and posterior needle barb. Cuff-to-needle tip detachment while retracting the needle plunger could appear very similar to the reported cuff miss. Cuff-to-needle tip detachment indicated that resistance was encountered during the needle plunger retraction process. However, during testing, the plunger was inserted and retracted successfully without any observable resistance. Also, there was no damage to the suture to suggest that it might have been dragged through the device during the suture retrieval process which could contribute to cuff-to-needle tip detachment. The needle followers were bent at the proximal end, consistent with shipping/mishandling damage. No manufacturing or quality issue was detected and the root cause for the posterior cuff-to-needle tip detachment could not be determined based on our investigation. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.